Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that her husband's monitor was displaying a "svc code 110 - over voltage cleared no energy." The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (svc code 110) has been confirmed. Upon eval, the monitor generated code 110. Code 110 is generated when the voltage measured on the capacitors is too low to deliver a treatment pulse. The cause for over-voltage set was the result of an open component (l1) on the computer analog board. L1 is a power inductor. The cause for the defective l1 was a shorted capacitor c1, which also caused a failure of microprocessor u1. The root cause of the shorted c1 cannot be positively identified, but was likely random component failure. No adverse event resulted from open circuit and defective capacitor c1. The pt received a replacement monitor.